Event description:
Customer reported the insulin pump kept alarming no delivery after six hours of inserting a new site. Alarm has occurred during bolus. Customer's blood glucose was 580 mg/dl. Fixed prime was performed and insulin did not exit and device alarmed. Customer was advised to remove the reservoir from the device, disconnect and reconnect the reservoir and infusion set. Then manually push insulin through the tubing, insulin did not exit and there was a greater resistance then normal. Customer was advised to replace infusion set and reservoir. Customer uses humalog insulin. Customer stated he has changed the sets six times in the past and issue has continued. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.